Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a large fluid filled pseudotumor involving the posterior gluteal tissues and trochanteric tissues as well as significant necrotic debris with large reactive areas of tissue and tissue death. (Right).